Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The anterior needle presented outside the barrel. Needle back down was not successful. The cardiologist chose to pull the device out. A femstop was placed and the patient was taken for surgical repair of the artery. Surgery was successful and the patient did fine. The subject device was not returned to the manufacturer for evaluation and the lot number was not provided. A root cause could not be determined from the available information.